Event description:
It was reported via repair work order that the bed exit alarm had a quiet tone due to incorrect placement of the alarm beeper. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.